Event description:
On (B)(6) 2013, the customer reported that this atrial lead was exhibiting loss of capture. The lead was removed from service during a revision procedure. No adverse patient effects were reprted. The lead was actively implanted for approximately 12 years, 3 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event reference in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.